Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "secondary sets are causing issues with med infusions. The filter isn¿t allowing for proper infusion of a secondary when administering." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 22079282 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 72213n lot number 22079248 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd sec set 20dp 30in w/hanger ll there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: "nursing is stating that the secondary sets are causing issues with med infusions. The filter isn¿t allowing for proper infusion of a secondary when administering with a glass bottle (a few meds come in bottles)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22079282, medical device expiration date: 14jul2025, device manufacture date: 13jul2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sec set 20dp 30in w/hanger ll there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: "nursing is stating that the secondary sets are causing issues with med infusions. The filter isn¿t allowing for proper infusion of a secondary when administering with a glass bottle (a few meds come in bottles)."